Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a clinical research article, " current total knee designs: does baseplate roughness or locking mechanism design affect polyethylene backside wear?": patient was revised due to aseptic loosening.

Event description:
It was reported through a clinical research article, "current total knee designs: does baseplate roughness or locking mechanism design affect polyethylene backside wear?": patient was revised due to aseptic loosening.

Manufacturer narrative:
An event regarding aseptic loosening involving an unknown scorpio knee was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. The exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.